Event description:
It was reported that the pt had a problem with his neurostimulator. The pt is feeling stimulation in "the wrong location." The pt's symptoms developed after he "fell down some wooden stairs going from one part of his home to another." Additional info has been requested, a follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
(B)(4). Reason for late MDR due to implementation of process improvement.